Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Please note: this case was classified as a non-reportable case based on info rec'd on (B)(4) 2014 as follows: "rn advises about a nurse using fms on an average-sized male patient. She deflated the air from the balloon and had no problem inserting it into his rectum. However; when she went to insert the water; the device would not allow her to inflate at all. She had to keep her finger in the finger pocket and insert 10 mls of water at a time until the control valve stopped her at 30 ml. The patient was on his side and he was out of it so he was not clenching. The device is in and working currently." The case was thus updated on (B)(4) 2014 based on new info rec'd on (B)(4) 2014. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that after four (4) hours of insertion the fms began to leak. The balloon was deflated, fms removed, and reinserted. Nurse was able to inflate with 30 mls.